Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a tactile change and unresponsive issue with the audio bolus button. The audio bolus button reportedly was torn and damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the returned battery cap was used to complete investigation. The audio bolus button cover was found to be intact with no defects. The audio bolus button was found to be responsive to button presses. There were no defects found with the pump and the reported unresponsive bolus button issue was not duplicated during investigation.